Manufacturer narrative:
(B)(4). Date sent: 2/26/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an open sigmoidectomy, something like a spring fell off when the handle was grasped after the package was opened. No piece fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.